Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 15mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The patient underwent an endovascular thrombectomy procedure. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon the first inflation. The procedure was completed with another of the same device. There was no patient injury reported.

Event description:
It was reported that balloon rupture occurred. The patient underwent an endovascular thrombectomy procedure. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon the first inflation. The procedure was completed with another of the same device. There was no patient injury reported.